Event description:
The crm received info that this ra pacing lead had dislodged. The lead could not be repositioned due to tissue lodged in the helix mechanism. Another lead was successfully implanted. To date, there have been no reported pt symptoms associated with this clinical observation.

Manufacturer narrative:
The mechanical performance of the lead under complaint was scrutinized. Particularly with regard to the lead dislodgement as mentioned in the complaint description, the investigations did not show any deviations from the mechanical specs. The fixation helix could be fully extended and retracted. However, due to coagulated blood and tissue residuals, the measurement results demonstrated deviations with respect to number of turns required to extend the helix. The analysis did not reveal any sign of a material or mfg problem.